Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The caller reported that at 11:30 pm his blood glucose was 300 mg/dl. The customer went to administer a correction bolus and discovered that the infusion device was turned off, without giving any error/alert message. The user did not have an insulin pen at home on hand, so he went to the hospital. The blood glucose results from the hospital were not provided. The hospital treated the customer with a humalog insulin pen. The patient was in the hospital for 2 hours and was then released to go home.